Event description:
It was reported that intraocular lens (iol) was fully implanted in the right eye but then removed in the same procedure, due to capsule brake/tear. Incision was not enlarged and no vitrectomy was performed. It was noted that when doctor was removing lens a crimped/bent/broken haptic was noticed. Additionally, it was reported that procedure was completed by placing another amo lens; however, the replacement lens model and serial number were not provided. Also, patient was explained to have a permanent impairment which significantly interferes with activities of daily life. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received. The patient was referred to a retina specialist post op due to macula edema, the cause was not specified; however, the patient does have other medical conditions that are related to the macula edema. The patient's other medical conditions were not provided. Additionally, the patient has not been seen again by the implanting doctor, and thus the patient outcome is unknown. It is further not known if in fact the patient has permanent impairment. It was stated that macula edema can be treated. No further information was known or provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed with a microscope of at least 10x power. Small loose particles were observed compatible with handling the lens. Residue of hardened viscoelastic were observed on the optical body. One of the haptics was bent. Based on the inspection, there was no indication that the failure could be related to manufacturing process and the probable root cause is related to the procedure and operational was chosen for result code. A review of the manufacturing records/process was completed. The review of the documentation presented in the manufacturing record was found within specifications. No deviation or non-conformance related to the customer claim was generated. A review of the manufacturing process and/or the materials showed that no changes were implemented during manufacturing. There were no discrepancies or defects found during the review that were related to the possible causes reported. The documentation showed that the lens was manufactured according to specifications. Corrected data: lens was fully implanted and then removed, thus the box required intervention should have additionally been chosen. All pertinent information available to abbott medical optics has been submitted. Placeholder.